Event description:
It was reported that a patient presented with under-sensing and competitive atrial pacing noted on the patient's pacemaker. Inappropriate automatic mode switch were noted. No intervention or adverse patient consequences were reported.